Event description:
It was reported the electronic medication orders are not appearing on the device. There was no reported delay in dispensing medications and no adverse events.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. D10: concomitant med prod data: 16199216, 16199120, 16199122, 16199124, 16199126, 16199128, 16199194, 16199198, 16199201, 16199204, 16199206, 16199208, 17338418, 17338421, 16199210, 16199212, 16199218, 13746816, 15558604, 16161304, 15563687, 15563688, 16137731, 16198516, 16215361, 16215362, 16215363, 16210872, 16215366, 16215367, 16210854, 16210859, 16210857, 16210858, 16210861, 16210864, 16210862, 16210863, 16215368, 16215441, 16215443, 16215444, 16210880, 16215447, 16215474, 16210865, 16210867, 16210884, 16215448, 16210868, 16210870, 16210871, 16082234, 16081798, 16081797, 16081796, 16137733, 16082232, 16081856, 16210873, 16215450, 16210874, 16210875, 16210876, 16210877, 16210878, 16210866, 16210879, 15331603, 16215471, 16208990, 16215358, 16215452, 16215453, 16215454, 16215456, 15331705, 16215460, 16210881, 15893703, 15893705, 16215469, 15026034, 16215473, 16215475, 16215476, 15331701, 16215480, 16215481, 16215482, 16210883, 16210882, 16215490, 16215451, 16215479, 16215493, 16215446, 16224645, 15245608, 17271899, 14895272, 14895273, 14895274, 14895275, 14895277, 16214812, 16214814, 16213894, 14895270, 14895271, 16213897, 14650299, 14650300, 14650301, 16195654, 14895278, 14895279, 14895280, 14895281, 14895282, 14895283, 14895284, 14895285, 14895286, 14895287, 14895288, 14895289, 14895290, 14895291, 14895292, 14895293, 14895294, 14895295, 15173230, 15173231, 15173232, 15173233, 16877426, 16877427, 16877428, 16877429, 14895296, 14895297, 14895298, 14895299, 14895300, 14895301, 14895302, 16213895. Upon investigation of the actual device used in this incident, it was determined to be caused by a sudden influx of messages that overwhelmed the messaging process. A technical support specialist (tss) connected to the carefusion coordination engine (cce) for az west and verified that services were running and messages were crossing without delays. Investigation revealed over 5,000 messages queued on the server processing queue. Review of the external communication logs identified the error: maximum amount of processing messages reached; skipping dequeue. Tss escalated the issue to the es team for further investigation and restarted the external messaging service, after which messages resumed processing and the queue began draining. To prevent recurrence, tss applied knowledge article, medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue, which improves message processing performance and helps handle large message volumes more efficiently. The system functioned as intended after the technical support specialist troubleshot the device.